Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl swissplus octagon 4. 1mm 8mm (opb8) bundle (with mount assembly and cover screw) was returned for investigation. Visual evaluation of the returned devices identified signs of use and wear on both devices. The opb8 was returned separated from its mount and attached to its cover screw. During functional testing, the opb8 failed functional testing, as the cover screw was not able to be separated from the implant. No pre-existing conditions were noted on the per and the patient had moderate (type ii) bone density. The reported device was intended for use on tooth #19 and was used for a single day. The customer did not provide pictures or additional evidence. DHR reviews were completed for the subject lot numbers (63643764). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Complaint history reviews were performed for the reported lot numbers (63643764) for similar events and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or reported devices (opb8). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed for the opb8 as the cover screw was not able to be separated from the implant.

Manufacturer narrative:
(B)(4). PMA/510(k) number: k002188.

Event description:
It was reported that the during dental surgery the mount could not be removed from the implant. Implant was removed and new implant was placed.